Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® sst¿ ii advance plus blood collection tube had air bubbles. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for air bubbles in the gel (prior to use) with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed with the quality of the gel. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for air bubbles in the gel (prior to use) with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and no issues were observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to an isolated manufacturing incident.

Event description:
It was reported that a bd vacutainer® sst¿ ii advance plus blood collection tube had air bubbles. There was no report of exposure, serious injury or medical intervention.